Manufacturer narrative:
The actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection revealed an external fluid leakage from the drain bag sealing near the stopcock. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, an external fluid leakage was noted from the waste liquid bag with one unit of prismaflex m100 set c. This occurred shortly after the patient was connected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.